Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with (B)(4) units of insulin during the load sequence. Additionally, it was reported that insulin drips were not observed to be exiting the tubing during the load fill process. While troubleshooting with tandem technical support there was an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully completed the loading process and resumed insulin delivery. The customer¿s blood glucose was 176 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.